Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence due to not enough pressure from the device. Surgical intervention was performed to explant the aus. There were no additional patient complications reported.